Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 14607 was reviewed. No ncs, defects, or reworks related to the pc were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that on (B)(6) 2019, a linx explant took place as the patient did not tolerate the occurring dysphagia. Furthermore, the patient complained of severe pain behind the sternum. Intraoperatively a gastroscopy was performed. The z-line was abdominal. No fundoplication was performed. The linx was implanted on (B)(6) 2018 in the same hospital by chief physician dr. (B)(6).

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No information was ph testing performed prior to explant to confirm recurrent reflux? Yes, fully diagnotik from the surgeons before explant. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? A few weeks before explant, no fixed date reported. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Strong dysphagia before explant. Did the dysphagia improve after the device was implanted initially? No dysphagia after implantation. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Pain behind the sternum. Was the device found in the correct position/geometry at the time of removal? Yes. Device not available for return. Two x-ray images were received. The picture contains two x-ray images. The x-rays show a barium swallow which includes the lower esophagus and stomach with an implanted linx device. The linx device appears correctly positioned and located. The orientation appears appropriate. The esophagus does not appear dilated. One image shows the stomach containing barium and the esophagus empty and in the other image the esophagus contains a column of barium and the stomach is empty. The linx device is continuous. The product complaint could not be confirmed. The DHR for lot 14607 was reviewed. No ncs, defects, or reworks related to the pc were found.